Manufacturer narrative:
Investigation underway.

Event description:
It was reported by phone message that the cot retaining post malfunctioned. It is unk if there was pt involvement, however no adverse consequences are reported.